Event description:
It was reported that high out of range pacing lead impedance was noted on the lead with high capture threshold. The physician decided to replaced the lead. It was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field events of increased capture threshold and high pacing lead impedence measurements were not confirmed in the laboratory. Visual and electrical testing resulted in normal lead characteristics.